Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, pain and recurrence with additional mesh implanted. After treatment, the patient experienced surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced pain, mesh erosion and recurrence. Post-operative patient treatment include surgical revision, recurrent incisional hernia repair with additional mesh implanted.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, mesh erosion and recurrence. Post-operative patient treatment include surgical revision, recurrent incisional hernia repair with additional mesh implanted. The device had been used with an unknown absorbable tacker.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia that was reported that after a procedure where this device was implanted, the patient experienced pain and recurrence. After treatment, the patient experienced surgical revision with additional mesh implanted. The device had been used with an unknown absorbable tacker.